Manufacturer narrative:
Correction to block h11 additional suspect medical device component involved in the event: model number/catalog number: db-3128-55b. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: 55cm 2x8 lead extension kit. Unique identifier (UDI) #: (B)(4). Block d2b: additional pro code selection that applies to the indication of this device <nhl>. The explanted devices were not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the devices, however they were not received. However, it was confirmed these devices met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed that weakness, muscle spasms, shaking, restlessness, movement problems and loss of adequate stimulation are known risks with the use of dbs. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a revision procedure during which the lead extension and implantable pulse generator (ipg) were replaced. The reason for the revision was because the patient had a magnetic resonance imaging (MRI) after which they experienced a loss of therapy on the right side. The patient was doing well postoperatively.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a revision procedure during which the lead extension and implantable pulse generator (ipg) were replaced. The reason for the revision was because the patient had a magnetic resonance imaging (MRI) after which they experienced a loss of therapy on the right side. The patient was doing well postoperatively.

Manufacturer narrative:
Block d2b: additional pro code selection that applies to the indication of this device <nhl>. Additional suspect medical device component involved in the event: product family: dbs-extension upn: m365db312855b0 model: db-3128-55b serial: (B)(6) batch: 5004868 UDI: (B)(4).